Event description:
--

Event description:
Boston scientific received information that a replacement procedure was performed for this cardiac resynchronization therapy defibrillator (crt-d). There is an allegation of premature battery depletion. This device was explanted and a new device was successfully implanted. This device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, this device will be analyzed and this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached [elective replacement indicator (eri) battery status, as reported from the field. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, the condition that led to the earlier battery depletion could not be reproduced.